Event description:
The eva machine's pedal stopped working in the middle of the surgery case. The eva representative was present and did plug in the wired cord into the pedal for possible low battery of the pedal. However, the pedal continued not working. The pedal was changed, and it continued not working this caused a delay in the case and surgeons had to stop and wait until the pedal was fixed. The machine had to be reprimed, and an entire new eva tdc 23 gauge pack was opened. Once the machine was completely reprimed and the pedal was changed the machine and the pedal started working again. The entire process took 15 to 20 minutes in order to restart the case.